Event description:
Full revision occurred. The explant facility will not return devices per policy. The explanted devices have not been received by the manufacturer to-date.

Manufacturer narrative:
.

Event description:
It was reported by a neurologist that a patient was swiping magnet, but magnet is not working. After a clinic visit on (B)(6) 2016, diagnostics showed high lead impedance. The clinic notes from the (B)(6) 2016 visit were received which provided that high lead impedance >10,000 ohms was detected. Additional relevant information has not been received to-date. No known surgery has occurred to-date.